Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
Patient called during drain 4/4 with an air detected in cassette alarm. Patient stated the cycler worked very well throughout most of treatment, and the cycler is now giving him errors. Patient had removed the tubing divider from the tubing set prior to calling. Patient confirmed the cap had been removed from the end of the drain line which runs to the bathtub in their hotel room. Walked the patient through cancelling treatment and removing the tubing set from the cycler at step 9 of treatment end. Patient could see no clear signs of physical damage to the back of the tubing set, but found moisture inside the cassette door indicating a fluid intrusion. The cycler was replaced.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.